Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Deformation problem. Related to operational context (it was reported that stent deformation occurred during the attempted delivery of the device towards the target lesion). Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Operational context caused or contributed to event (it was reported that stent deformation occurred during the attempted delivery of the device towards the target lesion). (B)(4).

Event description:
The physician attempted to deploy a resolute integrity drug eluting stent. The target lesion was in the rca. The device was removed from it's packaging and inspected with no issues noted. It was reported that stent deformation occurred during delivery of the device to the lesion. No patient complications were reported. Evaluation summary: the stent was positioned correctly on the balloon between the inner shaft markers. The hypotube was kinked in numerous locations distal to the end of the strain relief. The distal shaft was kinked approximately 1cm distal to the exchange joint. Multiple struts from the 8th distal stent segment were raised and deformed.